Event description:
It was reported that the patient presented with infection and that the implant site wound was not healing properly. The lead was also noted to be exposed. The lead was explanted and the generator remained implanted, with plans to reimplant at a later date. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy. No other relevant information has been received to date.